Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5144699/7050135. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 23543444.

Event description:
It was reported that the patient had an infection at the ipg site and the incision was open exposing the leads. The infection was not device related and the cause of the open wound was unknown. All device components were explanted and not returned. The patient was placed on antibiotics and was doing well postoperatively.